Manufacturer narrative:
On november 9, 2021 mentor became aware that the initial report mistakenly reported that the manufacturing evaluation is in process.. Manufacturer's reference number: (B)(4) lot number is not available, therefore the manufacturing record evaluation could not be performed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: (B)(4) that a psi-tec iii aspirator, 110v has been malfunctioning outside of surgery. The nurse reported the lipo suction machine died while trying to use it on the right axilla. The biomed troubleshoot the machine and stated that the motor was dead and the machine is over eleven(11) years old, no information was provided suggesting any surgical complications or procedural delays.